Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. At sround 2:00 am, the patient woke up feeling severely unwell, exhibiting symptoms of sweating, dizziness, and disorientation. Her blood glucose was critically low, to the extent that neither the dexcom app nor the omnipod device registered a numerical value. The dexcom app failed to provide an alert. The patient¿s son called 911 for emergency assistance. Ems arrived and assessed her blood glucose via fingerstick; however, the patient was unable to recall specific details of the readings. Emergency responders administered glucagon (gluco-pen), which increased her glucose to approximately 32 mg/dl. She was then transported to the hospital, where she received IV glucose. By 7:30 am, the patient was discharged, but she continued to report feeling unwell following the hypoglycemic episode. At the time of the report, the patient was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 05/13/2026. Data was provided for investigation. It was found in connection with the reported allegation that on the alleged event date, january 14, 2025, the estimated glucose values did not drop below the urgent low threshold (55 mg/dl). However, on january 15, 2026, the egvs dropped below the low threshold (60 mg/dl) at 12:06 am, and the app delivered urgent low soon alerts until 12:16 am, escalating to 100% volume. At 12:21 am, the egvs dropped to the urgent low threshold (55 mg/dl), and the app delivered urgent low alerts until 01:17 am, escalating to 100% volume. At 01:22 am, the egvs rose to 56 mg/dl, and the app delivered a low alert at 0% volume. At 01:27 am, egvs returned withing range. No alerts were acknowledged during this time. Data investigation could not confirm the allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)..